Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that enhanced half height drawers 2.1 and 2.2 were off the bus. A field service engineer (fse) found there were no lights on the pyxibus module board. The station was powered off, and drawer controller boards were tested and found normal. Fse replaced the pyxibus module board and both drawers were tested successfully in diagnostics. The customer also verified proper operation and fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawers failed and could not be recovered; rebooting the station did not resolve the issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.